Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 6 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced eight infusion set insertion without removing the needle event event on 25-jul-2024 due to which the patient was having adhesive issues. No further information available.